Event description:
The clinician attempted to ventilate the patient during a code without success. Supplemental oxygen was set at 15lpm. The inability to ventilate was immediately recognized and another resuscitator was obtained and there was no patient compromise.